Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review was conducted. The product was released based on manufacturer's acceptance criteria. No additional investigation was required based on device history review. A complaint history examination indicated this is the fifth complaint against the components of the reported final lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the surgeon observed that the valved trocars leaked as soon as they were inserted in the eye. Another trocar set was obtained and the surgery was completed.there was no patient harm. Additional information was requested; however, none has been received to date.